Manufacturer narrative:
This report is submitted on 19 apr 2021.

Event description:
Per the clinic, the patient experienced an infection. Effusion drainage was performed thrice (specific date is not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was also hospitalized for an overnight stay (specific date and duration not reported). Device analysis report attached. This report is submitted on may 16, 2024.